Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location following a fall. The caller fell backwards on icy stairs, hit right on the device and the caller bounced down the stairs. The pt requested help with reprogramming. The pt was redirected to her physician. Add'l info was requested.